Manufacturer narrative:
(B)(4). Details of event continued: the css suggested they switch out the pump and have biomed check the pump. The rn did so and has not had any additional issues. At 0900 the css received a call from biomed who is checking the pump. The css called the field service representative who called the biomed back directly. The css also let the biomed and fsr (field service representative) know that the css would have the sales representative follow up tomorrow regarding getting additional tanks. The biomed of fsr will provide us with the serial number for the pump tomorrow. The issue was resolved when switching out the pump. The iab was inserted via femoral artery with no issues. There was no report of patient death, complications or injury. No medical surgical intervention was required. No delay or interruption in therapy was noted. The patient outcome is the patient is currently supported on the pump. Additional information received on 02/29/2012 per the fsr stated the pump is currently in the biomed department. The pump has not been repaired or the side covers taken off yet. It will have to be released by the hospital risk management team before it can be repaired. The biomed will contact our fsr when it has been released for repair. As we have stopped repairing this console and have no parts for it, the fsr is unsure on the outcome. The customer is aware of the letter stating the stoppage of repair dated december 2008. Device will not be returned for evaluation.

Event description:
It was reported via a call report from the rn at 0636 to the clinical support specialist (css) that after they had replaced the helium tank twice, the pump showed no helium in the tank. During the conversation between the rn and css the rn attached a third tank and now had helium. The css verified that all connections were tight, the valve at the top of the tank is open and a blue bar is displayed on the screen. The psi is 471. The rn reported that the other tanks were expired. The css told the rn that this could effect the amount in the tank, but would not make them empty. The rn stated concern because they can't locate any additional tanks. The css explained the normal length of time a tank should last and confirmed that no other alarms have occurred on the pump. The css gave the rn the direct number to call back if needed. At 0741 the css received a call from another rn who stated that the psi now reads 312. The rn can't hear any leaks around the tank and everything appears intact. The css discussed the o ring located at the pin connection. The rn stated they did not remove the tank there, only unscrewed the tank itself. The rn is concerned regarding the lack of replacement tanks.